Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that during the implant procedure when the driveline extension cable was connected to the controller an electrical fault alarm was triggered. When the driveline extension cable was removed after the event the electrical fault alarm disappeared. No specific information was provided from the customer to describe the issue. The driveline cable extension was discarded and the controller remained in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the driveline extension cable was discarded by the customer and not returned for evaluation. A review of the manufacturing records confirmed that the associated device met all requirements for release. Log file analysis revealed one (1) electrical fault alarm was logged on (B)(6) 2017, at 21:58:06. The electrical fault alarm was indicative of an open phase in the rear stator. As a result, the reported event was confirmed. Based on the available information, a possible root cause can be attributed to a marginal driveline extension cable connection. If information is provided in the future, a supplemental report will be issued.